Event description:
A cartridge change error was reported with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact. The customer, guided by technical support, inspected the pump¿s components, cleaned the pneumatic tap area, and successfully reloaded the cartridge, allowing insulin delivery to resume.